Event description:
Arterial blood gas sample attempt to right radial artery was incomplete. The needle/syringe was uncapped with the plunger pulled to the 1.0 cc mark. Upon insertion into the radial artery, with needle bevel up at 45 degree angle into flow direction, blood return was noted as brisk, and flow immediately stopped just short of 0.5cc's. The rn was unable to draw any more blood with the device.a second attempt to left radial artery using same technique yielded the same results. The rn was again unable to draw more blood with the device. Both samples were discarded.